Event description:
It was reported that the cannula came off before due time when the patient was in the swimming pool on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6)patient country: spainname: (B)(6)country: united states of americastreet: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545.